Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing printed error log. Fse resolved the complaint by replacing the sample nozzle and verified all nozzle alignments. Fse successfully validated the analyzer by performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the 1 searched period. The most probable cause of the reported event is due to bent sample nozzle.

Event description:
A customer reported turn table slipped which caused the sample nozzle to bend on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.